Event description:
It was reported that the inlay optima stent was expected to stay in a patient for 356 days, the doctor saw patients who returned to hospital after experiencing kidney pain was found with stent encrusted in less than 06 months. Also stated this happened to minimum 10 patients and stent was being removed. Per follow up via ibc on 18feb2021, the patient experienced symptoms like pain, urge to urinate and hematuria and hence, the urgent retrieval of the stent was undergone in operation room (op) and placed another stent from another brand.

Manufacturer narrative:
The reported event is confirmed as design related. No physical sample was returned however, a photo sample was submitted. The photo sample showed encrustation/calcification present on the stent. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. A potential root cause for this event could be "material selection". The ureteral stent user manual, includes stent encrustation as a potential complication associated with retrograde/antegrade positioning of indwelling ureteral stents. The user manual also provides instructions to check for signs of encrustation periodically. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not performed as the reported event is confirmed as design-related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlay optima stent was expected to stay in a patient for 356 days. However, the doctor observed that patients returned to hospital after experiencing kidney pain were identified with stent encrusted in less than 06 months. Also stated this happened to minimum 10 patients.